Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem. Upon further investigation found battery door seal was damaged and the internal battery was low on charge affecting time and date. The software was updated, and the battery door seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal and required a software upgrade. Per reporter, the device also had a dirty battery compartment. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.